Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter was reading inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The reporter could not specify when the inaccuracy occurred however stated that the patient obtained a result of ¿7.5mmol/l¿ on the subject device which he felt was inaccurately high in comparison to a result of ¿3.2mmol/l¿ obtained on another meter (unknown brand). The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The reporter detailed that the patient manages his diabetes by self-adjusting his insulin doses. The reporter claimed that the patient developed a symptom of shaking as a result of the meter issue and stated that he self-treated by consuming some food, but could not specify when. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure and the customer followed the correct testing procedure. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury as a result of the alleged meter inaccuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.